Event description:
A home pt's relative contacted co's technical service center regarding a check supply line alarm during last fill. Reportedly, the home pt's relative connected another solution bag with a used supply line. No pt injury or medical intervention was indicated at the time of the initial report.